Event description:
Patient with acute on chronic systolic heart failure had ECMO and intra-aortic balloon pump to support heart; balloon removed due to suspected balloon rupture. Dates of use: (B)(6) 2015.